Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she feels current zapping through her when she was laying down. The patient stated she didn't feel this when she was standing or reclining. When the patient decreased stimulation the feeling goes away. The patient was directed to follow-up with their healthcare provider. The indication for use was non-malignant pain.